Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore, a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2025, while mowing her lawn, the patient was sweating and felt overheated. She attributed these feelings to physical exertion, wearing pants, and the warm weather. The patient eventually collapsed and lost consciousness. The patient was unaware of her cgm value at this time. A neighbor witnessed this occur and called 911. Emergency medical services (ems) arrived and transported the patient to the emergency room. It is unknown if ems provided the patient with any medication or treatment. At the ER, the patient¿s cgm was reading low mg/dl and the bg meter was reading 27 mg/dl. She was treated with dextrose (d50) and an unspecified IV drip. The patient was also given a prescription for nasal glucagon spray. The patient was discharged home after 6 days, on (B)(6) 2025. At the time of report, the patient was still recovering. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, data was provided for investigation. The allegation was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.